Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: h6: component code, type of investigation, investigation findings and investigation conclusions. The revision reported was likely the result of disassembly between the humeral liner and humeral tray leading to subsequent prosthesis wear of the humeral liner and metal-on-metal articulation between the humeral tray and glenosphere. The cause of the humeral liner disassembly cannot be confirmed but may be related to patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above. The series of events cannot be confirmed as the devices and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent a left reverse total shoulder arthroplasty. Subsequently, the patient experienced pain approximately 5 years and 6 months after initial implantation. Radiographs taken showed that the humeral liner and humeral tray had disassociated. As a result, the patient underwent a left shoulder revision approximately 6 years and 10 months after initial implantation. Provided images of the explanted devices show signs of wear and metal-related pathology. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6) 320-10-10 - equinoxe reverse tray adapter plate tray +10. (B)(6) 320-20-00 - eq reverse torque defining screw kit. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.